Manufacturer narrative:
The device was returned for evaluation and it was found that the rods on the hangar arm were of an older plastic design (compared to newer units with metal rods and older units that were retrofitted with the metal version of the rods); it is believed that the hangar was subjected to too much force by the nurse during the use of the unit.

Event description:
It was reported that the hanger arm rods used to attach the v.a.c. Ats to the end of a bed broke and the v.a.c. Ats dropped onto the health care provider's foot. The health care provider sustained a fractured toe.